Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date allergic reaction began is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 14. October 2016. Expiry date: 01. October 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient¿s first eruption of eczema appeared on the dorsal and lateral external surface of the right foot on (B)(6) 2017, which was two (2) days prior to a planned removal of hardware of the same ankle following a bimalleolar fracture. This hardware was implanted on (B)(6) 2017. At the time the eczema appeared, no topical treatment was applied and no medication was taken. Patient was returned to surgery on (B)(6) 2017 for removal of hardware. On (B)(6) 2017, there was noted a generalized eruption of pruriginous and an edematous eruption, which gradually spread mainly to the limbs and in the folds, more lightly on the trunk and absent on the face. A skin biopsy was performed by a dermatologist revealed it was urticarial. This was treated and resolved rapidly with dermocorticoids. All drug molecules administered and antiseptic applied during the procedure were tested and are negative. Only the patch test for nickel and palladium is positive. It is suspected the removal of the plate and screws containing these metals caused the urticarial flare. Contact eczema was already visible. Currently all symptoms have disappeared without recurrence and the osteosynthesis plate remains in place. Concomitant device reported: pin(broach) (part number unknown, lot number unknown, quantity unknown). This report is for one (1) 3.5 mm locking screw. This is report 7 of 7 for com-(B)(4).